Event description:
It was reported that during the ureteroscopy, the fiber sparked, split and burnt the drapes covering the patient. There was no harm to the patient or staff. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that only a partial piece of the fiber was received. Microscopic inspection of the tip could not be done as the tip was not returned. The fiber was functionally tested, and it revealed that light from the subminiature a (sma) connector was distorted, indicating a fracture within the connector. When connected to the laser console, the following message was displayed: error # 67: fiber expired! Connect new fiber and resume operation. With all the available information, boston scientific concludes that the as reported fiber break allegation is confirmed based on the identified connector fracture. A review of the device history record confirmed that the fiber met specification prior to release. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged.

Event description:
It was reported that during the ureteroscopy, the fiber sparked, split and burnt the drapes covering the patient. There was no harm to the patient or staff. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Visual analysis of photographs provided by the customer identified a burnt fiber tip and melted jacket; therefore, the reported clinical observation is confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the most probable cause of cause traced to component failure contributed to the observed fiber beak.

Event description:
It was reported that during the ureteroscopy, the fiber sparked, split and burnt the drapes covering the patient. There was no harm to the patient or staff. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that only a partial piece of the fiber was received. Microscopic inspection of the tip could not be done as the tip was not returned. The fiber was functionally tested, and it revealed that light from the subminiature a (sma) connector was distorted, indicating a fracture within the connector. When connected to the laser console, the following message was displayed: error # 67: fiber expired! Connect new fiber and resume operation. With all the available information, boston scientific concludes that the as reported fiber break allegation is confirmed based on the identified connector fracture. A review of the device history record confirmed that the fiber met specification prior to release. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged.

Event description:
It was reported that during the ureteroscopy, the fiber sparked, split and burnt the drapes covering the patient. There was no harm to the patient or staff. Another fiber was used to complete the procedure. There were no patient complications.